Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl, 515 mg/dl, 536 mg/dl and 180 mg/dl. It was reported that they had no delivery but it was leaking and the cannulas were bent. The customer had symptoms such as bad headache. The customer declined troubleshooting for high blood glucose. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.